Manufacturer narrative:
Additional device involved in this event: pxl161007/15367663. Udis for the lots: pxc121400/15320992 - (B)(4). Pxl161007/15367663 - (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient underwent treatment of bilateral iliac artery aneurysms using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses (ibe). It was reported the ibe devices were implanted on the patient¿s right side; on the left side, the hypogastric artery was coil embolized, and 2 devices were implanted extending into the external iliac artery. It was reported the devices on the left side were implanted with a distal seal zone of 15 mm, but the patient¿s anatomy was very tortuous. No endoleak was reportedly noted on final imaging. It was reported no devices were implanted in the patient's abdominal aorta. On (B)(6) 2017, follow up imaging reportedly identified a distal type I endoleak on the left side with ~ 1 mm iliac artery aneurysm enlargement. It was reported that when the devices on the left side were implanted, the guidewires straightened the anatomy. The endoleak was reportedly caused by the patient¿s tortuous arteries. There was no reported migration of the devices implanted on the left side. On (B)(6) 2017, an intervention was performed whereby a contralateral leg component was implanted to treat the distal type I endoleak. It was reported the endoleak was resolved at the end of the procedure, and the patient tolerated the procedure.